Manufacturer narrative:
Block b3: event date the same as the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg was protruding to the skin, not laying flat causing difficulty charging and discomfort. The patient underwent a procedure wherein the ipg was replaced and was implanted on an new pocket site.

Manufacturer narrative:
(B)(4). Sn: (B)(6). The returned ipg was analyzed and all testing and exhibited normal device characteristics. An analysis of the device data logs didn't reveal any anomalies related to premature battery depletion. However, review of the charging log revealed two issues that have contributed to inability to charge or longer charging time than expected: (1) possible misalignment of charger with ipg causing lower than expected charge current and (2) possible misalignment or poor ventilation causing charging process to stop once a temperature limit is reached. These factors are known to contribute to charging difficulty when users don't follow the instructions for use (IFU). It was stated that the ipg was protruding the skin and not lying flat which would cause charging issues due to the ipg being too shallow in the pocket and not within the charging distance range. Therefore, this investigation will be assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the patient's ipg was protruding to the skin, not laying flat causing difficulty charging and discomfort. The patient underwent a procedure wherein the ipg was replaced and was implanted on an new pocket site.